Manufacturer narrative:
Eval summary: the analysis results found that the device was returned in good condition. The device was tested with a gen04 and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap reflux, the instrument did not coagulate sufficiently before cutting. A new instrument was opened and the operation was completed. No patient consequence reported.